Event description:
Customer reported damage to the pump housing and usb port, which affected the ability to charge the pump, although the pump did not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that the pump was no longer watertight, and a replacement pump was sent. Customer was advised on storage mode procedures and how to return the damaged pump to avoid charges, and was instructed on setting up the replacement pump and connecting their continuous glucose monitor. Customer will continue to use current pump.